Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that at a follow-up appointment, it was noted that this implantable pacemaker had declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Two months prior, the projected longevity was seven years remaining. Now, the remaining projected longevity was 1.5 years remaining, with an elevated power consumption of 263%. The physician suspected that the battery was depleting prematurely, and the data will likely be forwarded to boston scientific technical services for further review, and it was confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Additionally, a surgical replacement procedure was scheduled for the end of march 2025. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that at a follow-up appointment, it was noted that this implantable pacemaker had declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Two months prior, the projected longevity was seven years remaining. Now, the remaining projected longevity was 1.5 years remaining, with an elevated power consumption of 263%. The physician suspected that the battery was depleting prematurely, and the data will likely be forwarded to boston scientific technical services for further review. Additionally, a surgical replacement procedure was scheduled for the end of march 2025. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.